Event description:
Contour meter was reading too high compared to a prestige. Example meter. Example: prestige 157 mg/dl, contour 310 mg/dl. Control results were out of range on the high side, 127 and 135 mg/dl, with an acceptable range of 86 to 117 mg/dl. Additional control results on a new bottle of strips were also out of range: 201, 101, 311, 204 mg/dl, with an acceptable range of 86-117 mg/dl. Customer service sent the customer a new bottle of strips and a bottle of control. Again, the control results were out of range: 210 and 243 mg/dl, for a range of 90-121 mg/dl. Meter is being replaced.